Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering completed an evaluation and the reported condition was duplicated. The findings revealed that this event was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the foot control had an "air leak" and the seal was "broken and brittle." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery; patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.